Event description:
It was reported that when using the bd pyxis¿ es server, its multiple patient orders are not crossing over to pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple patient orders were not crossing over to pyxis. A technical support specialist logged into server remotely via remote smart service (rss), ran query to verify cce was communicating and saw messages were not being processed. So, rebooted service and verified messages were crossing. Discussed message errors found on server logs with customer and customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, its multiple patient orders are not crossing over to pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event